Event description:
Report rec'd from foreign reporter with explanted product stating that pt was exposed to a personal security alarm system, and rec'd a "massive surge" in his implanted stimulation system. This event subsequently caused a "buzzing" around the pt's pulse generator, although all impedance readings were within normal range. The physician replaced the pt's pulse generator, and returned it to the MFR for analysis. No further info on the pt or event is available from foreign reporter.